Event description:
User error. After two attempts, nurse accessed port and obtained blood return. Started chemotherapy. Pt complained pain and burning at site after approx 14cc infused (adriamycin). Infusion stopped. Port-a-gram obtained. Port-a-gram showed that port was not accessed.